Manufacturer narrative:
H3 ¿ non-destructive analysis found that there were no anomalies and no further destructive testing was required. Continuation of d10: product ID 8596sc lot# serial# (B)(6) , implanted: (B)(6) 2024, product type catheter product ID 8598a lot# serial#(B)(6) implanted: (B)(6) 2020, : product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the patient experienced tenderness, bruising and scabbing around abdominal pump pocket site before explant resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID 8596sc serial# (B)(6) implanted:(B)(6) 2024 product type catheter product ID 8598a serial# (B)(6) implanted: (B)(6) 2020 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the patient was prescribed cephalexin (500mg tid) and that the wound was cleaned and dressed prior to explant.

Manufacturer narrative:
Continuation of d10: product ID 8596sc, serial# (B)(6), implanted: (B)(6) 2024, product type: catheter; product ID 8598a, serial# (B)(6), implanted: (B)(6) 2020, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8596sc lot# serial# (B)(6) implanted: (B)(6) 2024: product type catheter product ID 8598a lot# serial# (B)(6) implanted: (B)(6) 2020: product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving fentanyl, bupivacaine, and dilaudid (hydromorphone) via an implantable pump. It was reported that the incision site had been draining since the pump was re-implanted on (B)(6) 2024. The patient called and sent pictures of wound sites which showed dehiscence of the wound at right pocket. Additional information received from the healthcare provider via a clinical study indicated that the system was explanted due to infection.